Event description:
It was reported that the user experienced a low blood glucose event after announcing a meal at 84 mg/dl and subsequently measuring 72 mg/dl, for which troubleshooting and education were provided and oral fast-acting carbohydrates were recommended and taken. Symptoms included hypoglycemia. Outcomes included transient low glucose with self-treatment using 10 grams of fast-acting carbohydrates and no hospitalization. Investigation included user interview, review of use conditions, and education on hypoglycemia treatment. Investigation of this case revealed no device malfunction identified and no component failure detected, with the event consistent with hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.